Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where infusion set cannula was not inserted, but adhesive was still adhered to patient on (B)(6) 2024 within 3 or more hours after insertion. The infusion set has been used for 1 day. Patient regularly rotate site location. Furthermore, patient confirmed that the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was 393 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.